Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the returned device and found a portion of the probe detached. The missing probe portion measured approximately 13 mm and was not returned for evaluation. A u509 error code was observed. The ptfe pad (teflon pad) was inspected and found to have some tissue build up and normal wear with no metal exposed. Based on the similar reported events, the cause for the detached probe can be attributed to the probe coming into contact with a hard or metallic surface during activation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of probe damage and teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe unit and teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a diagnostic right parotidectomy procedure, the tip broke off at the distal end of the device and fell into the patient. The incident occurred while the surgeon was cutting tissue. It was reported that a ¿check handpiece¿ error message displayed on the generator. The nurse also reported that metal was exposed on the grasping section of the device. The device fragment was retrieved with surgeon¿s hand. There was minor bleeding observed that was controlled with a new device. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the device was inspected prior to the procedure with anomalies found.